Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Additional information received indicated that the physician did not allege that the infection was related to pthe roduct and procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with vegetation on the device. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead due to infection. The patient's condition was unknown.